Event description:
This is report 1 of 5 for (B)(4).

Manufacturer narrative:
Additional narrative: a product evaluation was performed. Based on the findings documented it is concluded that four (4) of the five (5) implants returned have not locked and held any tension after their application. The fifth device (number 2 in this report) was locked as per the design intend and experienced after its application excessive forces which eventually overloaded the device and led to its locking failure. This overload situation is directly related to the other four (4) un-locked devices in the construct. It is suspected by product development that the root cause of the four (4) un-locked devices is related to soft tissue which had been pulled into the locking heads during their application. The scenario is supported by the images received with the complaint in which we can see some soft tissue in the locking head. As per the technique guide the user should verify the construct stability after the system is fully applied before wound closure. This would have shown the instability of the construct and could be corrected. The measured distances ¿a¿ of the four (4) locking features which did not locked is smaller than that of the design intent. Which indicate that the locking features were permanently deformed during their application; this could happen through the soft tissue in the locking head during the application. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient date of birth reported only as the year 1957. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been completed. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the five zipfix implants involved were all from the same five-count package. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: the device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the closing mechanism from 5 zipfix implants have opened up postoperatively. The surgeon noticed the failure during a postoperative control. The revision surgery was the only patient harm. In this reoperation on (B)(6) 2014 substitute zipfix were used. This report is 1 of 1 for (B)(4).